Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced partial electrode insertion. On (B)(6) 2018, the recipient underwent repositioning surgery.